Event description:
Per the clinic, the patient sustained a blow to the head at the implant site resulting in a dislodged magnet. Revision surgery to replace the magnet occurred on (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.